Event description:
The following has been reported: supply chain supervisor for ssm health reported: cap was being pulled out of j-loop port to reprime due to air in line. When disconnecting the cap broke. No adverse events/injuries reported. N/a was marked for was the infusion stopped before completion and was the infusion successfully completed. A preliminary review of the logs identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
One sample of ivenix administration set was returned for evaluation. No defects were observed during visual inspection as per drawing. The gold foil corresponded to the specific code. During inspection a broken tip of the rotating male luer lock was found in two pieces. A separated piece of the mentioned component was observed inserted in the connector returned. The potential root cause could be related to a lack of compatibility of the luer lock with alcohol or another assembled component. The potential root cause could also be related to improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was opened to determine the exact root cause. The current process controls detection include post sterilization sampling final inspection, the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch record fa24l18180 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.